Event description:
After treatment with the thermacool laser, reporter has been left with an aproximately 1" scar horizontal- above their left eyebrow. The scar was in the only area that was treated twice during the procedure, which was exclusive to the brow and temples.